Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 undetermined stroke serious injury event for the sapien 3 transcatheter heart valve in the mitral position. The 'time to event' (tte, in days) for this event was 15.0. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with invasive cardiac procedure including transcatheter heart valve procedures. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during transcatheter interventions are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events, which will present in patients undergoing tavr as well as tmvr interventions. A previous analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients, and no expected differences in tmvr patients. Potential contributors to early strokes in tmvr patients may include patient comorbidities, device manipulation in calcified and/or atherosclerotic anatomy, and the use of anesthesia and/or cardiopulmonary bypass. In this case, the event may be related to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 1 2021 data extract for mitral serious injuries for the sapien 3 valve. This report summarizes 1 undetermined stroke serious injury event for the sapien 3 transcatheter heart valve. The age range for these events is (B)(6). The breakdown for gender is as follows: 1 female.